Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she is new to the device and she change her infusion set and is not seeing active insulin being recorded. The customer stated that she does not show her last bolus recorded. The customer was advised to monitor pump and bolus history. The customer was advised the bolus might not have actual been acted upon and n/a mean no active insulin to account for.